Event description:
It was reported that 10 bd vacutainer® standard yellow holders needles and holders separated. The following information was provided by the initial reporter: "holder dislodging from wingset. The wingset is attached to the holder as recommended. During use when the tube is introduced into the back of the holder the holder is dislodging from the wingset."

Manufacturer narrative:
H.6. Investigation summary: bd sumter received approximately 125 bd standard yellow holders for review and analysis. 30 of the samples received were subjected to a functional test as well as a visual inspection. Functional testing was performed in order to replicate the customers described failure mode and the indicated failure mode for dislodging with the incident lot was not observed as all product specifications were met. All 30 of the samples passed the functional test as well as the visual inspection with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd vacutainer® standard yellow holders needles and holders separated. The following information was provided by the initial reporter: "holder dislodging from wingset. The wingset is attached to the holder as recommended. During use when the tube is introduced into the back of the holder the holder is dislodging from the wingset."